Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. The daily high voltage lead impedance trend data shows high impedance for defib active can on impedance equals 254 ohms, on (B)(4) 2011, and approximately one day after implant.

Event description:
It was reported that one day post implant, the right ventricular coil (rvc) impedance alerted for high impedance. It was also reported that the out of range (oor) impedance is suspicious of a loose connector or potential rv coil partial fracture. X-ray was recommended to look at the lead pin placement. However, the patient was checked the next day and found to have normal impedance. The device and lead remain in use. No patient complications have been reported as a result of this event.